Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was coming into the hcp for recurring urinary tract infections (uti). They noted that, since (B)(6) 2016, the patient had 15 utis. There were no device issues reported.